Manufacturer narrative:
On 6-nov-2025, bwi received additional information regarding the event. The report indicated that the noise occurred on all channels (all monitors, ep, anesthesia (unsure about defibrillator)) only for a for few seconds. Thus, the physician implied that the delay did not contribute to a death or a serious injury to the patient and no intervention was provided. (No serious safety impact). Patient details: male, 59 years old, no coronary disease. Patient follow-up: the day after the procedure cardiac ultrasound, ECG (electrocardiogram) and blood test were performed and everything was normal. Since then, the patient shouldn¿t had any additional follow-up. The atrial fibrillation that induced is part of the procedure to treat the arrhythmia and not caused by the current leakage that disrupted the EKG and intracardiac signals. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation / pulmonary vein isolation ablation procedure with a carto 3 system and varipulse catheter and mid-procedure there were 4 instances of leakage current errors on the catheter. There was signal noise on all body surface and intracardiac channels. There was no available means with which to monitor the patient's heart rhythm when the noise issue was present. The noise issue occurred while the affected catheter was inside of the patient's body. For troubleshooting, the cable between the generator and catheter was replaced. The cable between the generator and patient interface unit was also replaced. However, neither of these cable changes resolved the issue. Once atrial fibrillation was induced again, the medical team received a lot of artifacts. The team verified that there was no visible damage to the devices used. There was a 40 minute procedural delay. Based on the available information, it is unclear how the issue was resolved or how the procedure was completed. No patient consequences were reported. This event will be reported for both the carto 3 system and the varipulse catheter. This report is for the varipulse catheter.

Manufacturer narrative:
On 27-nov-2025, the product investigation was completed. It was also noted on this date that the bwi product analysis lab's receipt of the complaint device on 30-sep-2025 was mistakenly omitted from the prior initial report. As a result, the d9 sections have been updated accordingly. It was reported that a patient underwent an atrial fibrillation / pulmonary vein isolation ablation procedure with a carto 3 system and varipulse catheter and mid-procedure there were 4 instances of leakage current errors on the catheter. There was signal noise on all body surface and intracardiac channels. There was no available means with which to monitor the patient's heart rhythm when the noise issue was present. The noise issue occurred while the affected catheter was inside of the patient's body. For troubleshooting, the cable between the generator and catheter was replaced. The cable between the generator and patient interface unit was also replaced. However, neither of these cable changes resolved the issue. Once atrial fibrillation was induced again, the medical team received a lot of artifacts. The team verified that there was no visible damage to the devices used. There was a 40 minute procedural delay. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator, and a high voltage error was observed on the monitor on several electrodes. The handle was dissected, and no anomalies were observed on the wires; however, no readings were observed from the wires proximal end to the electrode. The electrode was removed, and it was observed an improper tinned on the copper foil causing an open circuit. A manufacturing record evaluation was performed for the finished device number 31637131l, and no internal actions related to the reported complaint were identified. The current leakage and the signal loss reported by the customer was confirmed, based on the condition found on the electrode. The potential cause of the open circuit was caused by the manufacturing process, specifically at the workstation where the machine is conducting the crimping and tinning/welding process. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system via the internal action process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 17-dec-2025, the g3 date received by manufacturer field was mistakenly represented as 17-dec-2025. The actual date is 27-nov-2025 for the previous supplemental report (B)(4). The due date for that complaint is 27-dec-2025. The prior report was submitted on time per FDA guidelines. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-nov-2025, bwi received additional information indicating that the physician believed the reported issues were attributable to the trupulse generator. A third 3500a initial report has been submitted for the trupulse generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).